Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus. The blood glucose reading was 562 mg/dl and was 480 mg/dl after changing the set and delivering a bolus. The alarm was resolved with a set change and the customer declined further troubleshooting. The insulin pump was not replaced or returned.